Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analyst commented vpace impedance varies between 368 and 9408 ohm between the weeks ending 18 july 2013 and 06 march 2014. Analysis of the device memory indicated a lead warning alert, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analyst commented, an right ventricular (rv) lead pace lead z alert occurred on 29 december 2013 and 10 january 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the implantable tachy lead exhibited high impedance, rising thresholds, and oversensing. The lead remains in use, however there is a planned lead extraction. No patient complications have been reported as a result of this event.